Event description:
Origin of the issue: nursing. Detail: IV needles are not retracting effectively after used to start IV customer responded on 11-nov. The event happened on (B)(6) 2025. No patient harm, injury, complication, or negative outcome occurred.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No new information.

Manufacturer narrative:
The complaint of slow needle retraction was confirmed, and the cause appeared to be manufacturing related. Unused 20g insyte autoguard units from lot #5008842 were provided for investigation. A functional test revealed that the retraction time of some needles exceeded the 1.0 second requirement. The retraction time appeared to be associated with the dispersion of gel that was added around the spring. A trend has been identified for the reported failure and further actions have been initiated to investigate this type of incident and correct the root cause. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.